Event description:
Patient revised for loosening, found implant fractured.

Event description:
Caller states patient tested 2.0 inr on coaguchek s system 1 and 2.9 inr on coaguchek s system 2. No actions taken based on meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 899a-d1, expiration date 02/28/2011). Reference medwatch report with (B) (4) for the suspect device used in system 2.